Event description:
A surgeon reported the site had difficulty while in surgery with the emitter. The emitter would go out of the tracking view. When the site moved or jiggled the cable the emitter would come back into view. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The field generator was connected to a test system with the cranial application for 48 hours. The emitter navigated in green status for the entire test time. Multiple cable flexes did not show any intermittent connections. The field generator passed the peg board test with an error of 1.716 mm. The device was found to be fully functional.